Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient self-treated with insulin (unspecified dosage) when he noticed that his cgm was showing high reading. After treatment he started to feel lightheaded and fell to the ground (no injuries sustained). The patient could not remember the exact cgm reading at that time but he alleged that it was way higher as compared to his bg test result-taken by his caregiver. The patient's caregiver called 911 and the patient was transported to the hospital. The patient could not remember the exact value but he said that he was low when his bg was tested by the paramedics and upon arrival at the ER. The patient could not remember treatment given at the hospital, but he said that he was fine but still at the hospital at the time of the report on (B)(6) 2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.